Event description:
It was reported that the lead warning triggered, and the ventricular lead exhibited a drop in impedance causing it to switch polarity to unipolar. The rep attempted to switch the lead back to bipolar, but the patient became symptomatic and the lead was unable to capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.